Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was transported to another hospital (not implanting center) where it was reported that the pt had developed an intracranial bleed. The family withdrew care and the pt expired. The pt's family did not want an autopsy performed.

Manufacturer narrative:
The pump will not be returning to the MFR for analysis as the pump was not explanted. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.